Event description:
A customer reported a cartridge alarm 30 issue with their pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support (cts) resolved the issue by sending a replacement pump with updated software. The customer will continue using their current pump as backup therapy and was instructed on returning the problematic pump to tandem.